Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had issues downloading carelink and changing the language from english to (B)(6). The customer's blood glucose was not recorded. No further information was provided.